Manufacturer narrative:
B3: event date is date valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that their implant battery is depleting faster than it normally would. Patient mentioned that they charge their ins daily. Caller also reported that today and when they laid down on the bed for a minute, they could feel very strong stimulation in their right leg. The patient was redirected to their healthcare provider to further address the issue. Pt also requested a call back from a mdt rep. Agent sent an email to the field for visibility. Rep replied and noted they would reach out to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported they met with the patient on 7/15. She states that she did not charge the ins to 100% the night before, which is likely the reason it was depleted more than she was used to seeing it. Rep reprogrammed the ins, and rep had her lay down on the exam table with the neuro sense feature active to ensure the increase in stimulation was not felt. Her new recharge intervals were about 2.6 days. Issue has been resolved.